Manufacturer narrative:
(B)(4)

Event description:
It was reported that a vibratory notification of the device was not functional. No patient symptoms were reported and the patient will continue to be monitored remotely.